Manufacturer narrative:
Correction: h6: codes should reflect programming changes not yet performed.

Event description:
New information received notes that the patient was pacer dependent. Corrective programming changes were recommended to address the issue but no programming changes were reported to have been completed.

Event description:
It was reported that a patient presented remotely with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.